Event description:
The customer reported that the insulin pump alarmed motor error the night before. The blood glucose reading was 33mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Then the caller stated that the device alarmed and was stuck in prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.